Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test; sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he was having connecting the insulin pump and the sensor. Customer's blood glucose was 158 mg/dl. Troubleshooting was performed and customer was advised to change the sensor. Customer state he removed the sensor and noticed the probe was bent in half and then realized it was straight as it can be. Customer agreed to return the sensor for analysis.